Event description:
Customer reports that tubing disconnected at the top of the burette where it connects to the spike set when spiking a new bag. Customer is not sure how long the set was hanging before the separation was discovered; no other details of incident available. No patient harm reported.

Manufacturer narrative:
(B) (4) (B) (4). Product return is not expected; customer's corporate policy prohibits releasing product that has been involved in a patient incident. This report was filed by the manufacturer.